Manufacturer narrative:
The customer reported that a patient¿s coronal and sagittal images exhibited an artifact. The philips field service engineer (fse) evaluated the system and confirmed there was a crack in the compensator. The fse replaced the a-plane collimator to resolve the issue. The philips fse confirmed there was no harm to a patient, operator, or bystander. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported intermittent vertical line artifacts in the sagittal and coronal head reconstructions. Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.